Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler screen went blank during an unknown phase of pd treatment. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The patient was able to press on the screen and made sound, but screen remained blank; the patient rebooted the cycler twice, pressed ok, stop buttons, and screen made sounds, but the screen remained blank. The patient verified the power cord was fully connected to back of cycler. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The patient verified having manual supplies and does know how to perform manual treatments in the absence of the cycler. Additional information was requested but not provided. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and a shorted transformer was found. Issue was resolved by replacing front panel assembly per production. (01/15/2022). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.